Manufacturer narrative:
Updated sections: g4 (PMA/510k), g7, h2 (if follow-up, what type), h3 (device evaluated by MFR), h6, h10. Internal complaint number: (B)(4). The device was returned to the factory for evaluation. Photograph was provided by the account. A photographic inspection was conducted. The delivery device was inside the loading device, with the seal visible inside the loading device window. The white plunger and blue slide lock are unobservable in the photograph. An investigation was conducted on 10/01/2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device. The white plunger on the delivery device was not depressed, with the blue slide lock not engaged. The delivery device was removed from the loading device, and the seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device. No visible defects were observed on the seal and tension spring assembly. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 in., the outer diameter was measured at 0.215in. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and the results of the evaluation, the reported failure "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) string is not pulled out when loading after loading string. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) string is not pulled out when loading after loading string. A replacement device was used to complete the procedure. The hospital did not report any patient effects.